Event description:
During the procedure, an air leak was noted from the valve. Valve was broken and air was constantly being aspirated when introducing farawave catheter. The lab tech introduced the dilator into the agilis 13 f straight and in a normal fashion. No patient consequences were noted and the sheath was exchanged for another working agilis 13f medium curl.

Manufacturer narrative:
One 13f agilis steerable introducer sheath was received for evaluation. The sheath was tested for leaks. An aspiration vacuum leak test was conducted; no air aspirated into the syringe. A pressure leak test (liquid method) was also conducted; no water exited the hemostasis hub. A catheter from current abbott inventory was inserted into the sheath and an aspiration vacuum leak test was conducted again; air aspirated into the syringe. A pressure leak test (liquid method) was also conducted again; water exited the hemostasis hub. The cap was removed from the hemostasis hub and the hemostasis seal was microscopically inspected. A tear was noted in the side wall of the seal. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. A CAPA exists related to this complaint investigation. A corrective action was initiated to investigate the failure mode of the agilis leak.